Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6).

Event description:
Patient was revised due to pain. Update 10/23/2012: litigation papers allege the patient suffered pain; disability; impairment; loss of function, use, and range of motion; decreased and poor hip performance and longevity; gait disturbance; metallic and other particulate contamination of the blood and the body; exacerbation of underlying hip joint disorders; internal scarring; irritation and injury to the tendons, ligaments, muscles, blood vessels, cartilages, nerves, bones, and soft tissues of the hip joint and surrounding areas. Update ad 30 april 2018: ppf alleges metal wear/metallosis. After review of medical records, the operative note for the right hip revision was not provided.

Manufacturer narrative:
(B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.